Manufacturer narrative:
The reported event of leaking black substance and smoking was duplicated. Through functional evaluation, the service technician found the attachment leaked black liquid and smoke came from the nose tip during the cut test. Through disassembly and visual inspection, liquid was noted in the nose tip as well as widespread corrosion and debris. The engineer confirmed the service technician's observations and stated the failure modes could cause or contribute to the reported event. Further, CAPA-0363 was identified for devices leaking a black substance. The results of this CAPA confirmed that the majority of material found in the leaking substances was comprised of detergent residues, product lubricants, grease residuals, and medial components of device material construction such as stainless or aluminum. The CAPA concluded that there is evidence of improper cleaning through the discovery of residues of compounds relatable to surfactants and chemicals seen in cleaning solutions that are not used in the manufacture of stryker instruments devices.since this product is not a repairable item, it was disposed of by the manufacturer facility and not returned to the healthcare facility.

Event description:
It was reported that during inspection at the user facility, the product was leaking a black oily substance. Smoke also comes out from the tip. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.

Event description:
It was reported that during inspection at the user facility, the product was leaking a black oily substance. Smoke also comes out from the tip. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.